Manufacturer narrative:
F10. Adverse event problem health effect - clinical code, health effect - impact code; corrected data: codes e2115 and f1205 inadvertently not coded in supplemental MDR #2.

Manufacturer narrative:
Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was referred for lead revision. Information was received from the physician that the lead revision was due to the lead wire sticking out of the patient's neck. The cause of the extrusion was not known as the physician has had no in person consults. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that surgery had taken place on (B)(6) 2020 for lead revision however no new product was used and the lead was not removed. Following this, in an additional surgery the patient; s device was explanted due to infection on (B)(6) 2021. No additional relevant information has been received to date.

Event description:
Information was received that the cause of the lead sticking out of the patient's neck was due to a surgical clip that had eroded through skin. It was stated that the patient is not a known or believed twiddler/picker. The patient has not experienced any trauma to the site. It was stated that they will burry the clip in skin. Surgery has not occurred to date. No additional information has been received to date.